Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.